Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the patient missed an appointment to have the pump refilled so the alarm sounded to alert care givers to have pump refilled as soon as possible.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving lioresal at a concentration of 2000 mcg/ml and a dose of 549.5 mcg/day via an implanted pump. The indication for use was intractable spasticity. It was reported the patient arrived at the hospital via an ambulance due to the pump alarming on (B)(6) 2017. The alarm was signaling that the pump was nearing empty status. The device diagnosis was noted as pump underinfusion. It was indicated the event was related to the device or therapy. Oral baclofen was administered to the patient on (B)(6) 2017 and the pump was reprogrammed the next day. The event resulted in the patient being hospitalized but the issue resolved without sequelae on (B)(6) 2017.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported there were no symptoms associated with the pump underinfusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.